Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the initial removal of the leads, the patients ipg port set screw was stripped and had fallen out. The patient underwent an ipg replacement procedure and was doing well postoperatively.